Manufacturer narrative:
Reported event: it was reported that mics came fully apart while cutting. Part that lock and unlocks saw attachment came off of while burring. Product evaluation and results: as per attached picture the failure mode was confirmed as the provided picture shows that the locking collar was came off from the handpiece. Product history review: device history records indicate 25 devices were manufactured under lot k08cd and 23 devices were accepted into final stock on 09/21/2016. A review of qt16-09-0075 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k08cd shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Mics came fully apart while cutting. Part that lock and unlocks saw attachment came off of while burring. I have received 2 refurbished mics in the past 2 weeks. I had one of the refurbished mics fail yesterday and I would like you to verify the lot number on this mics and let me know if this is the other refurbished mics that you sent me. Please send this to your manager. This is unacceptable. I now have 3 mics down... I need 3 brand new mics asap!!! Surgical delay =15 minutes. Case type: tka.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mics came fully apart while cutting. Part that lock and unlocks saw attachment came off of while burring. I have received 2 refurbished mics in the past 2 weeks. I had one of the refurbished mics fail yesterday and I would like you to verify the lot number on this mics and let me know if this is the other refurbished mics that you sent me. Please send this to your manager. This is unacceptable. I now have 3 mics down... I need 3 brand new mics asap!!! Surgical delay - =15 minutes. Case type: tka.